Event description:
The pt is approx 2 weeks out after having an orif of a right femoral nonunion. Has had 2 prior histories of exchange nailing secondary to hypetrophic nonunion after a right proximal femur fracture that occurred in 2005. (The initial orif of the nonunion lasted approx 2 months.) However, the pt was putting weight on the right leg, twisting and felt a pop. A right femur x-ray demonstrated failure of the component and breakage of the hardware. In 2007, the pt underwent an orif of the right femur, removal of the broken femoral plate, removal of deep bone stimulator, and a femoral strut allograft with cables. The physician noted that the pt had broken through the plate in a sort of spiral configuration and with obliquity across the actual plane of the implant. The plate was removed without complications. The prior fracture site had showed no healing just more fibrous tissue. The pt tolerated the surgery and was extubated in stable condition.